Manufacturer narrative:
This report is submitted on july 3, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device, as of the date of this report.